Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In covering a revision of the patient's left hip on (B)(6) 2020, the rep was told the patient had a previous revision 'about a year ago' due to dislocation. Surgeon reported patient factor of "bad spine". It is unknown which device(s) may have dislocated or disassociated, but the surgeon did report that he revised a 50mm shell to a 52mm solid-back shell. Rep was not present for the procedure.

Manufacturer narrative:
Additional information: update to implant date. An event regarding a revision involving a mdm liner was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In covering a revision of the patient's left hip on (B)(6) /2020, the rep was told the patient had a previous revision 'about a year ago' due to dislocation. Surgeon reported patient factor of "bad spine". It is unknown which device(s) may have dislocated or disassociated, but the surgeon did report that he revised a 50mm shell to a 52mm solid-back shell. Rep was not present for the procedure.